Event description:
Us MDR - after an implantation time of 19 months, a dislodgement was noted. No deterioration of the patient's state of health was reported. The lead was repositioned.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.